Manufacturer narrative:
Visual inspection: during the investigation, deposits on the device were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found. Results: based on the investigation results, no functional deviations or other abnormalities were detected in the progav 2.0 or the shuntassistant 2.0. The valves are operating within specifications. At the time of the investigation, it was not clear to us how the aforementioned functional impairment occurred. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx642t) was implanted on (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2026.